Event description:
Account reports four incidents in which excessive air was noted "in the new filter". No patient compromise, however, account stated they were concerned due to this device being utilized on preemies.